Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire got stuck in the lumen and failed to move and was preventing deployment. It could not be retracted to full undeployed state as well. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the guidewire got stuck in the lumen and failed to move and was preventing deployment. It could not be retracted to full undeployed state as well. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of a stuck guidewire and deployment issues was not confirmed as there was no guidewire trapped in the device, a new guidewire was inserted and manipulated without issue, and the catheter was able to deploy normally.